Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and one haptic twisted. The lens was removed with no patient injury. A backup lens was implanted.

Manufacturer narrative:
H6: results: visual inspection of the returned product found one haptic is torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.